Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4) result of investigation: fsr(field service representative) traced problem to leak in base assembly. Returned and replaced base assembly, calibrations & vent test ok.

Event description:
The customer reported while using the vela ventilator, the unit has low volumes. The customer stated the unit was on a patient while in use; the unit was removed for the patient and placed on another unit, no patient harm reported.